Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg results for two patients. The following results were provided (>3.0 u/ml is reactive): patient 1 processed on (B)(6) 2025 result = <0.2, previous result from (B)(6) 2025 was 6.6 sample from (B)(6) 2025 was repeated = 2.0 and 0.2 other method(ifi indirect immunofluorescence) result was negative. Patient 2 processed on (B)(6) 2025 result = 3.1 other method(ifi indirect immunofluorescence) result was negative. Sample repeated on alinity on (B)(6) 2025 result = 0.2. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for discrepant results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. Service inspected the module and multiple parts were replaced, cleaned and calibrated; however, a definitive part was not identified as likely cause for the issue, therefore, the alinity I, serial # (B)(6) was deemed the likely cause for the false elevated results; however, sample integrity cannot be ruled out. The service history of the alinity I, serial # (B)(6) returned no additional tickets for falsely elevated toxo igg patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I/architect ia product monitoring did not identify any increased complaint activity. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I, serial # (B)(6), was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for two patients. The following results were provided (>3.0 u/ml is reactive): patient 1 processed on (B)(6) 2025 result = <0.2, previous result from (B)(6) 2025 was 6.6 sample from (B)(6) 2025 was repeated = 2.0 and 0.2 other method (ifi indirect immunofluorescence) result was negative. Patient 2 processed on (B)(6) 2025 result = 3.1 other method (ifi indirect immunofluorescence) result was negative. Sample repeated on alinity on (B)(6) 2025 result = 0.2. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive no impact to patient management was reported.